Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had burn spot on the screen and harder to read due to spot. The customer¿s blood glucose level was unknown at the time of the incident. Customer stated the insulin pump had to push buttons harder than before. The insulin pump will not be returned for analysis.